Event description:
Perforated line below 'white butterfly'. Cvl placed into right saphenous vein, line had hole so fluid leaked. Line removed due to leakage. Period of use: line inserted during a resuscitation attempt. No medications or infusions mentioned. Line was leaking so possible delay in fluids. No other devices mentioned however resus trolley most likely present at the time due to the line insertion being during a resuscitation attempt.

Event description:
Perforated line below 'white butterfly'. Cvl placed into right saphenous vein, line had hole so fluid leaked. Line removed due to leakage. Period of use: line inserted during a resuscitation attempt. No medications or infusions mentioned. Line was leaking so possible delay in fluids. No other devices mentioned however resus trolley most likely present at the time due to the line insertion being during a resuscitation attempt.

Manufacturer narrative:
This complaint is not confirmed. (Classification according to sop 002). The client described that "perforated line below 'white butterfly'. Cvl placed into right saphenous vein, line had hole so fluid leaked. Line removed due to leakage. Period of use: line inserted during a resuscitation attempt. No medications or infusions mentioned. Line was leaking so possible delay in fluids. No other devices mentioned however resus trolley most likely present at the time due to the line insertion being during a resuscitation attempt." We received the investigation results from vygon UK. The results of the microscopic examination revealed a tear approximately 10 mm below the junction with the fixation wing. The surface showed typical signs of a pressure burst. It is important to follow the product's IFU: "if the catheter is not used immediately, or its use is temporarily discontinued, it is necessary either to leave an infusion connected all the time to both lumens or to block the catheter according to your hospital protocol." Furthermore, we warn: "do not use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 21,75 psi can result in catheter rupture and embolism. Small syringes generate higher pressures than larger ones." The leak was caused by excessive pressure, most likely due to the size of the syringe used. History records could not be reviewed as no batch is given. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. There are five further complaints regarding a leaking catheter on code 1252.230 within the last three years. No further corrective action was initiated by quality management as there are no indications of a manufacturing fault.